Manufacturer narrative:
Approximate age of device- 1 year and 1 month. It is unknown if or when the lvad was explanted from the patient after expiration. Request for product return will be sent to the customer. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with elevated levels of lactate dehydrogenase (ldh) on (B)(6) 2018. Interrogation of the lvad system noted elevated pump power. The patient remained asymptomatic. At the time of the event, the patient was on unspecified anticoagulation therapy. No further testing was planned other than trending of laboratory test values. Review of the submitted log file by the manufacturer¿s technical services representative noted the pump power trending slightly upward above the patient¿s baseline pump power. Follow-up information received from the vad coordinator stated that the patient expired unrelated to this event. The specific cause of death and date the patient expired was not provided. Additional information was requested but not provided.

Event description:
Additional information reported that the patient expired on (B)(6) 2018. Due to hospital policy, no further information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the patient¿s expiration cannot be conclusively determined. The reported elevations in pump power/estimated flow were confirmed via the submitted log file; however, a specific cause for the elevated lactate dehydrogenase (ldh) cannot be conclusively determined. The submitted log file contained approximately data, spanning from 15may2018 at 9:55 to 28jun2018 at 13:17, and a transient elevation in pump power/estimated flow at the end of the recorded data. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient had elevated pump powers and ldh levels. The patient was asymptomatic and was on anticoagulation at the time of the event. The patient¿s lab values were to be trended and no further testing was planned. Reportedly, the patient expired unrelated to this event. Multiple attempts for additional information regarding the patient¿s expiration were sent to the customer; however, none was provided. The device was not returned for evaluation. The heartmate ii left ventricular assist system instructions for use (IFU) lists hemolysis and death as adverse events that may be associated with the use of the hm ii lvad. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.